Event description:
On 8/16/96 a report was received through the product complaint system of an incident where a box contained a different product than the outer label indicated. The box was labeled for a std+/lg 10.0mm rotating bridging bearing while the box actually contained a std 12.5mm deep dish rotating bearing. The device was implanted on 8/16/96 without incident, although the surgery was planned for use of a std+/lg 10.0mm bridging bearing, the deep dish 12.5mm thickness bearing was found to be satisfactory for use in the case. The mislabeling incident was investigated by MFR qa and it revealed that two production orders bearings were being packaged at the same time and the labels were inadvertently mixed. All products, with the exception of the subject device, from both part numbers 1278-51-025 and 1278-57-025 were in co inventory and have been reconciled and the problem corrected.